Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the tip of the videoscope was found to be rusted. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of the tip of the videoscope was found to be rusted was confirmed, due to heavy bite/dents at distal end frame. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received.